Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). There is no reports of error message on the sysmex cs-5100 systems. Siemens determined that pre-analytical issues (specific sample characteristics, blood collection, transportation, and/or sample processing/handling in the laboratory) potentially contributed to the discordant, falsely elevated prothrombin time (pt) expressed as pt sec and pt international normalized ratio (inr) results. Siemens specialists were previously dispatched to the customer's site to evaluate and discuss pre-analytical handling conditions with the customer. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated prothrombin time (pt) results expressed as pt seconds and pt international normalized ratio (inr) were obtained on a patient sample, using the dade innovin reagent, on a sysmex cs-5100 system. Additionally, a non-numerical pt % result was obtained on the sample. The sample was repeated three times using the same reagent and an alternate thromborel s reagent, resulting lower for pt seconds and pt inr. None of these results were reported to the physician(s). On the next day, a different sample from the patient was run on an alternate sysmex cs-5100 system, resulting lower for pt seconds and pt inr. The pt inr result of 1.25 was reported, as the correct result, to the physician(s). There is no report of adverse event nor treatment provided due to the discordant pt, pt inr, pt% results.